Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) used with the ilet bionic pancreas experienced intermittent communication failure, with signal loss and three-line display leading to glucose values not appearing; the user replaced the sensor and started a new one with assistance and the device component implicated as the antenna. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user, which identified an interoperability problem between the systems. Investigation of this case revealed intermittent communication failure traced to an electrical and magnetic issue involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was a component-related communication issue.